Event description:
Boston scientific received information that during a device upgrade procedure, when this right ventricular lead was reconnected to the replacement device, high out of range shock impedance measurements were obtained. An internal technical service consultant was contacted. The connection was verified and it was confirmed the device was in the pocket. All shock vectors had been tested. Ts suggested disconnecting and reconnecting the leads. In addition, it was recommended to ensure the pocket is well irrigated and not dry. Further testing revealed coil to coil configuration is out of range; however rv to can configuration revealed normal measurements. There was concern that there may be a proximal coil integrity issue. It was confirmed there were no issues related to lead terminal pin insertion, and there was no evidence of physical damage or a compromised terminal leg. Ts further recommended pursuing single coil of rv to can. A further attempt to disconnect and reconnect the leads was performed. In addition, the port was flushed and the terminal pin was cleaned. Measurements were till out of range. A decision was made to leave the lead programmed to single coil in rv to can configuration and leave the system implanted. An xray was performed revealing a significant lead bend at the location of the proximal coil. It was thought this may have contributed to the issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.